Event description:
It was reported that during use of this pump in a left knee arthroscopy, the pump displayed the error message "check sensor line". The tubing set was changed out without further error messages and the procedure completed. At the end of the procedure, an extravasation of the patient's left calf was observed. The patient's calf was elevated and a dressing applied. It was reported that the patient was discharged home and a follow-up phone call to the patient noted no further problems.

Manufacturer narrative:
No medwatch form received from the user facility. Investigation results: the pump used during this event was not returned for evaluation. The user facility reported that the pump remains in use. The customer reported that the pump displayed a "check sensor line" error message. When this error occurs indicators flash,the alarm sounds and the pump stops, immediately alerting the user to a problem that requires attention. The user facility reports that it is routine practice to perform a patency test on the tubing set prior to use. For this procedure, it was unknown if the patency test was completed as an agency nurse set up the equipment for this surgery.